Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results from 2 patients on a cobas 8000 cobas c 502 module. The customer received low result alarms for creatinine from their laboratory information system. Qc was performed and it was outside of specifications on the low end. This prompted the customer to repeat two patient samples. For patient ID (B)(6), the initial crep2 result was 4.04 mg/dl. The repeat result was 7.48 mg/dl. For patient ID (B)(6), the initial crep2 result was 0.37 mg/dl. The repeat result was 1.45 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 64353201 and the expiration date is 28-feb-2023.

Manufacturer narrative:
The field service engineer (fse) found an obstruction in one of the vacuum nozzles which prevented proper cleaning of the reaction cells. The fse removed the obstruction. A precision check and calibration were performed successfully. The service maintenance actions performed by the fse resolved the issue. The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The investigation found that qc recovery was low and out of specification and there were multiple calibration errors on the day of the event. No further issues were reported after the service visit.